Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl. The customer treated with insulin. Customer indicated that the pump also alarmed battery out limit during normal use. Troubleshooting advised customer to monitor the pump and that a new replacement battery cap would be sent and to call back to further troubleshoot. No further assistance was necessary. No further details given.